Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose exceeded the normal range, but the specific value was unknown as it displayed "high." To address the high blood glucose level, the customer administered a correction bolus via the pump without requiring third-party assistance. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy.